Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting the pump, ensuring the malfunction did not recur. Customer was instructed to continue using the pump and to report any recurring issues, acknowledging and understanding the guidance given.